Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a screen malfunction noticed while the device was in use. The screen first flickered between black and white, and then blacked out completely. After turning the power on again, the screen did not come back on. Reportedly, the ventilation was working. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service, and the log file was made available for further investigation at the manufacturer¿s site. The log file shows that the device was in operation between (B)(6) 2025 (09:05 am) and (B)(6) 2025 (7:55 am). During that period, the log entries show, that the user regularly interacted with the device and muted alarms when they occurred. Based on the provided information it, however, cannot be excluded that a temporary malfunction of the cockpit screen had happened e.g., most likely cause by an impaired lvds cable or cable connection (between the basis-boards and the display). It was recommended to check the lvds cable and replace it, if necessary. A faulty lvds cable (between the basis-boards and the display) can cause the display to appear blank, red or with lines. The running ventilation is not affected by a cockpit failure like reboot, no boot, red tint, black screen or flickering screen and affects only its display. Safety relevant ventilation parameters are displayed in the supplemental oled-display and the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit, however, are not available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a screen malfunction noticed while the device was in use. The screen first flickered between black and white, and then blacked out completely. After turning the power on again, the screen did not come back on. Reportedly, the ventilation was working. There were no patient health consequences reported.